Event description:
It was reported that during a eerpe prostatektomie procedure the instrument had no function after ten minutes. Generator error code 5 was on the display. Unknown how the case was completed. No pt consequence reported. Device being returned for analysis.